Event description:
The consumer's family member states they moved to another city with the patient lift. When they used the lift in the new location, it allegedly bent causing the consumer to fall. The alleged injury required stitches and an overnight stay in the hospital. The consumer's family member allegedly injured their back during the alleged incident.